Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing up on the report, but other medications were showing on the station. A technical support specialist cleared the station inventory and re-sent storage data to the carefusion coordination engine (cce), verified the reported item (potassium chloride 40 mmol/30 ml) as a ghost pocket, wiped the inventory in the just in time (jit) database and re-sent the loaded storage data, which removed all potential ghost pockets and refreshed the station with accurate current inventory, advised that ghost pockets are typically caused by pending transactions when a medication was moved to a different pocket, recommended ensuring all transactions are completed before relocating medications to prevent recurrence. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es certain medications were not appearing on the boxpicker (bp) for cv1b, despite being visible on the restock report. Other medications with the same trigger were displaying correctly on the box picker. The issue had reportedly occurred 3-4 times previously, specifically affected the cv1b pyxis station. Users stated that some medications randomly failed to appear on atp or box picker while still appearing on restock lists. Previous investigations identified ghost pockets in jit as a possible cause. The issue had recurred multiple times over the past several months, and in some cases unloading and reloading inventory temporarily resolved the problem. As an example, on june 2, potassium chloride 40 meq/30 ml did not appear on the 12:28 pm box picker run but was present on the restock list. The customer indicated that this behavior had occurred numerous times and does not appear to have been fully investigated. They also reported that the swiss log error logs were clean, with no apparent errors identified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.